Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue with the system controller screen was confirmed via the submitted pictures. The system controller, serial number (B)(6), was not returned for analysis. The provided pictures showed white vertical lines going through the controller lcd. There was no visible data on the screen. The line in the lcd is an issue related to the lcd itself. This did not affect the controller¿s ability to provide power to the pump. Additional information provided stated that the issue resolved with the exchange and the controller will not be returned due to russian federation not allowing re-export of goods. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The new system controller did not have any issue with the display.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a display problem with the system controller. Only the backlight was present without the data being displayed. The system controller was exchanged.